Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that they had a knee replacement surgery 2 weeks ago and since then, they've been having trouble with leakage. The patient stated they had increased the stimulation on their current program on program 3 and that they felt the stimulation more in their lower back by their crack rather than in their groin area which is where they would typically feel the stimulation. Patient services reviewed stimulation considerations with the patient and the patient stated they guessed it was still in the bike-seat but it was different than how they felt the stimulation before and they hadn't changed programs. The patient stated since they increased over the weekend, they haven't noticed a difference in their symptoms and when they stood up it would be almost "gushing." Patient services reviewed device description function as well as programming considerations and therapy expectations with the patient and redirected the patient to follow up with their health care provider (hcp) about their concerns and to check the impla nted system. The patient stated their hcp would always tell them to contact the manufacturer with symptom concerns and the patient stated they would have contacted their manufacturing representative (rep) about the issue but the rep was on maternity leave. The patient stated they were going to try switching to a different program to see if that would help their symptoms but also noted they were going to reach out to their hcp to discuss their symptom concerns and to check the implanted system since the procedure.

Manufacturer narrative:
B3: event date is year valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.